Event description:
It was reported that during the procedure for treatment of a 99% stenosis in the heavily calcified mid left anterior descending artery, a 2.5x23 rx xience v stent was deployed. A distal edge dissection occurred; therefore, a 2.25x15 rx xience v stent was deployed to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.